Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results using the inratio2 meter: results as follows: date: (B)(6) 2011, inratio: 2.8, lab: 3.4. Date: (B)(6) 2011, inratio: 1.7. Two hours in between meter and lab test. Customer's inr dose was lowered following the lab draw.